Event description:
During a review or programming history on (B)(6) 2013 it was noted that on one occasion an anomaly was identified as having occurred on 02/18/2013 due to a generator diagnostics test, resulting in a disablement of the generator. The generator was interrogated at a different set of parameters on (B)(6) 2013. No adverse events have been reported as a result of this event.

Event description:
It was noted that the physician called the manufacturer on the date of the event, (B)(6) 2013, and stated that he interrogated the device and found that the device had been disabled for unknown reason on an unknown date. At the time the programming history was unknown; however, review of the programming history that was reported on the initial MDR indicates that the device disablement was due to generator diagnostics.